Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that the entire lead could not be explanted completely during the initial procedure and a subsequent procedure was performed two days later to laser out the balance of the lead. The patient was doing well after the procedures.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.please retract this MDR, number 2938836-2014-10177, as the event was reported on the wrong lead serial number. The MDR for the appropriate lead, 1580/60, rd18660 has been corrected and this event has been reported as a supplemental report under MDR number 2938836-2014-12006.

Event description:
It was reported that when an asymptomatic patient presented in clinic for normal follow up, externalized conductors were noted on the right ventricular lead. The lead exhibited no electrical anomalies. The lead was explanted.